Event description:
Approximately two months post hvad implantation the patient was admitted to the hospital for debridement of his driveline exit site despite negative wound culture results. The patient tolerated the procedure well and was discharged home the same day. The following day, the patient noticed oozing of his driveline exit site and was readmitted to the hospital. Inspection of the driveline revealed a quarter inch break in the outer sheath with blood noted between the inner and outer sheath. A driveline sheath repair procedure was performed without complication and the patient was discharged home after the procedure in stable condition. Investigation is ongoing.

Manufacturer narrative:
(B)(4). The hvad is used for treatment not diagnosis. The site reported that after the patient went in for a debridement procedure near the driveline cable exit wound, blood was noted in the driveline sheath the following day. The reported event "driveline leak" and "driveline sheath damage" was confirmed by the manufacturer representative who performed an insolation of blood in the driveline procedure. The most probable root cause could be attributed to a cut done during the debridement procedure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There was no reported patient injury as a result of these events. Based on internal investigations performed by manufacturer the most likely root cause for the reported event can be attributed to inadvertent damage by the treating site during the debridement procedure. Further review of this issue is necessary as the failure was observed after implementation of design controls to remove the occurrence of these types of complaints. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.